Event description:
On 2/11/94 pt was receiving chronic dialysis treatment of 4 hrs on another co's dialyzer, reuse #3. Pt started with bp 100/60, arterial pressure +50, venous pressure +85 at 0700. At 0820 bp 62/p; pt awake and responsive. Arterial blood line kinked. Blood was not returned. New dialyzer, blood lines and dialysis reinstituted; bp 98/44, arterial pressure -115 and venous pressure 180 at 0845. At 0920, bp 100/54, pt responsive and requesting urinal. At 0950 bp 60/p, pt unresponsive; 1000 cc ns given. Cardiac monitor showed paced rhythm at 80-90 with wide qrs. As pt became responsive, rhythm improved to narrow qrs. Pt blood rinsed back completely and transported to hosp for follow-up. Staff member noted unusual indentations in blood lines while priming set-up. Lines removed from machine and brought to rn's attention. Potential for lines to bend or kink at indentations causing hemolysis. (*)